Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they were started having severe contraction in throat around 7am today after having breakfast, they have therapy powered off and severe contraction in throat disappeared. Please assist patient with correct therapy settings to avoid severe contraction in throat. The issue was not resolved at the time of the report.